Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix on the right ventricular (rv) lead would not extend. The physician removed the lead and tested it on the table, and the helix still would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.